Event description:
Boston scientific received information that this rv lead had noise present with lowering impedance, increasing threshold, and decreasing r waves. The pt was admitted to the hospital because he didn't feel well. It is believed that this was caused by an insulation breach. This investigation will be updated, should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.